Event description:
Additional information received reported that the cause of the migration was due to disease progression.

Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that patient returned for follow up. The physician stated that the patient's aneurysm has increased in size. A recent angiogram revealed that the stent graft has migrated distally resulting in a proximal type I endoleak. The physician elected to implant an endurant 32x32x49 below the renal arteries and within the existing talent 28 stent graft. The proximal type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.